Manufacturer narrative:
(B)(4). The customer report of needle pulled off was confirmed per the picture received from the customer. Customer stated that the product will not be returned. Unable to determine the root cause of the reported. Problem.

Event description:
Customer reported in the ed when the user went to pull the vacutainer out of the blood collection device, the needle and rubber sheath were both pulled off and retained in the vacutainer tube. There was no report of patient or user harm and no report of medical intervention. No further patient/event info is available.